Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s body on (B)(6) 2010. It was reported that the surgeon recognized the cup of the hip joint came off and the stem was tilted over 50 degrees. The revision surgery is performed on (B)(6) 2017 with total revision of acetabular side and the stem while keeping the femoral side sleeve already implanted to the patient¿s body. No further information was provided by hospital.